Event description:
It was reported that the patient had a severe reaction after using an opsite post-op product.

Manufacturer narrative:
Our investigation into this complaint has now concluded. Unfortunately no sample has been provided preventing a more thorough investigation, the photos have been assessed however unfortunately do not help identify the root cause of the reported issue. An investigation into the manufacturing paperwork associated with this product has not been possible due to no product code and lot number being provided.